Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the live pin on the power cord was missing. The service center confirmed the power cord was replaced due to it had 1 damaged live pin.

Manufacturer narrative:
An evaluation of the 700 compression system was performed for the reported condition of, one of the pins on the plug was missing¿. The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.